Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a dvr was performed and a 23mm sjm trifecta valve was implanted in the patient's intra-annular aortic position with everting mattress suture technique using pledgets and a 31mm epic stented porcine heart valve w/flexfit system was also implanted in the patient that has a history of hypertension, hypercholesterolemia and diabetes. Atrial regurgitation was confirmed during echo, in a periodic follow-up in (B)(6) 2020, and a tear on a leaflet was suspected. The patient was closely monitored, but heart failure symptoms worsened, and a re-do avr was performed on (B)(6) 2020 and an inspiris resilia aortic valve(manufacturer: edwards lifesciences) was implanted. Upon explant, a tear was observed along the stent, from the upper part of the stent post between the lcc and the rcc to the bottom of the rcc side. The patient remained hemodynamically stable throughout the procedure and experienced no serious injuries. The patient is in stable condition postoperatively.

Manufacturer narrative:
The reported tear was confirmed. All three leaflets contained tears. Outflow pannus on leaflet 3 tethered the free edge of the leaflet, creating a fold and retraction in the tissue. No acute inflammation or significant calcifications were found; however chronic inflammation was noted within the pannus ingrowth. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve insertion. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed mild loss of collagen at one of the tear sites, which may have contributed to the tear. Furthermore, the pannus noted on the outflow surface of leaflet 3, tethering the free edge of the leaflet and affecting coaptation, likely induced increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability.